Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device history records for the manufacture of subject device were not available for review because of the device age which was determined to be 14 years old. The manufacturing date and location are therefore not available. The synthes corporate office address was used as the manufacturer. A product development investigation was performed for the subject device. The curved distractor (396.941 lot a7ja18) was received with a broken distal tip. The remainder of the device was received in good condition with minimal wear. The curved distractor (396.941 lot a7ja18) is utilized to distract the disc space prior to inserting anterior lumbar interbody fusion (alif) and fra implants. The instrument remains in place during trialing and inserting the spacer. To maximize the strength of the instrument, the vertical surfaces should fit flush with the anterior surfaces of the vertebral bodies per the technique guides. Related drawings for the curved distractor were reviewed and were found to be suitable for their intended use. The curved distractor was found to have met the drawing specifications. The device was received under the complaint category ¿broken: intraoperatively¿. The returned instrument was examined and the compliant condition was confirmed. The distal tip was found to be broken just above the 4.0mm radius. The fracture site was examined under magnification and was found to be homogenous. The curved distractor was received with a broken distal tip; as such the complaint is confirmed. The instrument is 14 years old and the compliant condition is consistent with the application of excessive force and/or wear associated with age. Device history records for the manufacture of subject device were not available for review because of the device age. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient was instrumented posteriorly from t8-ilium with a pangea construct in 2012. The patient had kyphosis above the previous fusion and complained of difficulty keeping her head up. The surgeon performed a 2 stage revision procedure on the patient on (B)(6) 2014. The revision was done due to back pain that was radiating down to the patient's legs. During the revision on (B)(6) 2014, the surgeon removed 2 rods, 10 of the pangea screws and the 19 pangea locking caps. He replaced the 10 removed pangea screws with uss dual opening titanium screws. The surgeon left 9 pangea screws implanted in the patient and extended the fusion from t8 up to t4 with uss dual opening. Both rods (right rod-400mm & left rod) from the initial 2012 surgery were broken between l5 and s1 level - non-union. There was no screw placed at right l5. After placing the new uss dual opening screws, the surgeon performed some decompression and closed the patient. The second revision was performed on (B)(6) 2014. The surgeon performed an l5-s1 anterior lumbar inter-body fusion. While placing the femoral ring allograft spacer, one of the tips of the distractor blades broke during distraction. The fragment was retrieved with no harm to the patient. The anterior part of the procedure was successfully without any delay. The surgeon then positioned the patient prone and completed the posterior part of the procedure. The rods were connected and iliac screws placed with universal spine system dual opening. The procedure was successfully completed this report is for the curved distractor that the tip broke off during the second revision surgery. This is report 9 of 9 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The device history record review could not be performed as the records could not be identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates were no issues during the manufacture of the product that would contribute to this complaint condition. An inspection of the opposite tip which was not broken was checked as the parts are machined at the same time. The tip dimensions were found to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.